Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. In 2005 the lesion being treated was in the left anterior descending artery (lad). The lesion was not predilated and the physician attempted to place a 3.00 x 28 mm taxus express2 drug eluting stent. The taxus stent was unable to cross the lesion, consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body it was noted that the stent was damaged. The physician successfully completed the procedure by predilating the lesion with a 2.5 x 15 mm maverick balloon and placing a 3.00 x 28 mm taxus express2 drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".